Event description:
It was reported that an ilet insulin pump had a cracked screen that rendered the display unusable and prevented access to the device, and a replacement device was arranged with instructions for returning the original; the user was advised that data would not transfer and to continue glucose monitoring with a cgm application or receiver. Investigation included a review of user feedback and replacement logistics. Further investigation of this case revealed physical damage to the screen and resultant loss of device usability. No symptoms and no injury associated with the cracked screen. No reported blood glucose issues. Outcomes included disruption of normal device use without physiological harm. It was concluded that the event was due to product damage to the display component, with no associated patient harm.